Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that when he applied the sensor, the needle did not retract and remained in the skin. He was unable to remove the applicator and sensor from his abdomen. The patient went to the emergency department, was evaluated by a physician who removed the applicator with the needle and sensor attached. An ultrasound of the insertion site was performed, and the results were negative for any foreign body or needle. At the time of contact, the patient was doing okay. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a needle retraction issue was reported. Product was provided for investigation. An external visual inspection was performed and passed. The reported allegation was not found. Allegation is undetermined because applicator is fully deployed and no abnormalities where found. No additional patient or event information is available.